Manufacturer narrative:
The patient manual outlines in detail the use and securing of the shoulder bag over the head and across the shoulder so that it is hanging at the side and instructions on its use to prevent pulling on the driveline. Patients are instructed to always keep a spare controller available at all times and if there is a controller failure, the controller should be switched to the back-up controller. The controller, (B)(4), was returned to the manufacturer for evaluation. The driveline cable, was not returned as it remains implanted. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. Review of the manufacturing documentation of (B)(4) confirmed that the associated driveline cable met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed multiple electrical fault alarms, vad disconnect alarms and a high watt alarm on the reported event date. Analysis of the controller revealed that the device failed to meet specifications; the device passed functional testing, but failed visual examination as a result of a missing data serial port cap. However, the controller performed as expected during bench testing. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. With the review of the available information and as reported it is due to the dropping of the showering bag. Heartware will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. IFU states: always keep a spare controller and fully charged spare batteries available at all times in case of an emergency, beyond the two (2) power sources that are currently connected to the controller. Do not pull, kink or twist the driveline or the power cables, as these may damage the driveline. Special care should be taken not to twist the driveline while sitting, getting out of bed, adjusting controller or power sources, or when using the shower bag. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from (B)(6) by a patient at home that while the patient was showering the bag fell and seriously damaged the controller, this resulted in ventricular assist device (vad) disconnect alarms and high watt alarm as well as electrical fault alarms. The controller was exchanged with no reported consequences or impact to the patient. No additional information was provided.